Event description:
Baxter (B)(4) received a report that a 5 ml/hr large volume infusor had a damaged overpouch upon removal from the carton. This condition has the potential to interrupt therapy or breach the sterile pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. The sample is available. No additional information is available.

Manufacturer narrative:
(B)(4). Further investigation by baxter revealed that the damaged overpouch was outside of the fluid path, which is unlikely to cause or contribute to a death or serious injury. Therefore this event has been determined to be non-reportable.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.additional narrative:the device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.